Event description:
Patients that underwent lumbar surgery had adcon-l administered subsequent to surgery, the patients presented with bulges. Upon re-operation, the physician found "weeping over the dura." No additional information concerning specific patients was available at the time of this report.